Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump rollers did not rotate smoothly. There was no adverse consequence to the patient as a result of this event.